Manufacturer narrative:
(B)(4).

Event description:
It was reported that sheath separation occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for use. However, the device was separated inside the patient and it could not show the image. The device was removed from the patient's body with the "guiding". The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Kinks were observed in the telescope assembly from femoral marker to the proximal end. The catheter did not present any detached/separated in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 3.0 cm from the distal end of the connector shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that sheath separation occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for use. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for use. However, the device was separated inside the patient and it could not show the image. The device was removed from the patient's body with the "guiding". The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status was stable.